Event description:
It was initially reported the pt was feeling "not right" shortly after a refill of their intrathecal drug delivery pump. The primary drug had not changed (morphine 30 mg/dl at 15 mg/day). The secondary drug (clonidine) was changed from 1000 mcg/ml to 1500 mcg/ml. Additional info received indicated the pt experienced increased pain. The event was attributed to a catheter kink. The catheter was replaced. The pt had no further injury.

Manufacturer narrative:
Results: used for catheter.